Event description:
Philips received a complaint by the customer on the v60 indicating that a 1104 "backup alarm failed" alarm error occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device was removed from service, and the patient was moved to another device for procedure. There was no impact to the patient. The customer called technical support to report that a 1104 "backup alarm failed" alarm error occurred. The remote service engineer (rse) noted that according to the service manual (version t), when the backup audible alarm test fails, alarms normally annunciated by the backup audio device use the primary speakers. The rse informed the customer that the cpu pcba was likely faulty and advised the customer to reprogram the v60 serial number and power-on hours after replacing the cpu pcba. The rse also provided the customer with the part number and price of the replacement cpu pcba for repair. The customer ordered the replacement cpu pcba, performed the replacement, and successfully installed the option codes (avaps, cflex, and ramp). The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.